Event description:
Event description; it has been reported that 43 days status post therapeutic stent placement, two pieces of the stent were expelled when the patient coughed. The stent was checked under fluroscopy and found that the proximal side of the stent did not appear to be fully deployed. The physician is monitoring the patient's condition due to the patient reporting a sense of discomfort and production of bloody sputum. It is also reported that the physician had performed fluoroscopy 5 times a week after the stent was placed. Further information is not available at this time.